Manufacturer narrative:
The pump was received without a battery cap and a corroded battery tube. Installed a battery cap and continued testing. The pump passed the self test. Successfully downloaded the trace and history files using thump. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: corroded battery tube, scratched case, pillowing keypad overlay, stained and peeling serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Moisture exposure is confirmed. Corroded battery tube was found during an initial inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and confirmed customer received the reported issue pump was exposed to moisture and fluid was present in battery compartment. Customer is using the correct battery cap for the pump they are using. Customer reported battery cap damaged. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.